Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery as the capsule bag tore after the lens was implanted. There were no issues reported with the intraocular lens. A non amo lens was then implanted. It was unknown why the bag broke, but because the tear was too big, the lens needed to be replaced. A vitrectomy was not performed but sutures were used (unsure how many). It was believed that the incision was enlarged. Patient seemed to be fine afterwards but has not been seen since. No further information was provided.